Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
The end user alleges he reclined in the seat and the back came unhooked and fell off. The consumer fell to the floor and went to the ER.

Manufacturer narrative:
A field service technician evaluated the device and determined the seat needed to be replaced. However, pride decided to replace the entire device for the consumer. Device scrapped prior to evaluation.

Event description:
The end user alleges he reclined in the seat and the back came unhooked and fell off. The consumer fell to the floor and went to the ER.